Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Reference number (B)(4). Event occurred in egypt. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set cannula bent on first day of insertion. Insertion site was abdomen. The blood glucose level was 565mg/dl. Hospitalization and emergency medical treatment was required due to high blood glucose value and dka seizure or diabetic coma events. Length of hospitalization was 2 hours. Pain, headache and irritability symptoms were reported at the time of hospitalization. Ketones level was reason of hospitalization. Therefore, patient was treated with intravenous and insulin drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(6) has been evaluated for soft cannula found bent upon removal from infusion site. The batch 5411082 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5411082 was manufactured according to the wi version 59 manufactured in the inset 6, on 03/feb/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04-aug-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 5411082 and no other more complaints have been registered in database for the same lot 5411082 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no more complaints received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities

Event description:
To date no additional patient or event details have been received.